Event description:
Was seen by healthcare professional and (B)(6), dr (B)(6). Procedures/surgeries: right inguinal hernia repair with mesh. Implants: bard mesh (mesh, perfix plug, large, 1.6x1.9", 0112970) inv. Item# 0112070, lot #huyao718. Chronic pain, obstruction, bloating, and migration.